Manufacturer narrative:
(B)(4). D10: comp rvs cntrl 6.5x20mm st/rst cat # 115394 lot # 67487234. Comp aug mini bsplt w tpr sm cat# 110032410 lot # 6720159. Comp lk scr 3.5hex 4.75x20 st cat # 180551 lot # 67391387. Comp lk scr 3.5hex 4.75x25 st cat # 180552 lot # 67246545. Comp lk scr 3.5hex 4.75x15 st cat # 180550 lot # 67419841. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision procedure approximately 5 days post implantation due to a poorly fixated and loosened central screw. The surgeon stated the central screw was too short and not bicortical, and accepted this as surgeon error. The surgeon also reported the patient had poor bone quality and avascular necrosis, which may have contributed to the failure, and was unsure if a longer bicortical central screw would have prevented the loosening failure. The patient was revised by removing the glenoid/baseplate and converting to a hemiarthroplasty. The humeral stem remained in situ. No additional patient outcome information was provided. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is minimal purchase of the 2 inferior baseplate screws within the glenoid. Without intraoperative or immediate post-operative images it cannot be determined if this superior inclination represents loosening of the glenoid baseplate or suboptimal positioning of the component. It was reported that the central screw was too short and was not bi-cortical. Per comprehensive reverse shoulder system surgical technique, there are three methods to determine proper central screw length. It was further reported that the patient had poor bone quality. Per IFU 01-50-0890, 'comprehensive® reverse shoulder screws' and IFU 01-50-1284 'comprehensive® reverse shoulder system augmented baseplates', 'humeral and glenosphere components should be used only when there is good quality bone.'. The device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.